Event description:
Philips received a complaint from the customer reporting a barometer calibration data error message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue of airflow calibration failure. The asp verified multiple diagnostic codes for airflow failure (1113 for barometer calibration data error; and 110f for oxygen (o2) flow sensor calibration data error) in the device event log. The air flow issue was further confirmed when the device failed air and oxygen flow tests. The asp determined the device required replacement of the gas delivery system (gds). Once the gds was replaced, the device passed all performance verification tests. The device was operational and returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
G1: phone number (B)(6).